Manufacturer narrative:
Continued e1 phone number: (B)(6) continued e1 emaill: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported capsular contracture baker grade unknown. Capsulectomy was performed. This record is for the right side. Device was explanted.